Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation. The retention material was visually checked with 0-native-urine and a nitrite-dilution-series according to the testing plan. The results of the measurements fulfill our requirements and showed no abnormalities.

Event description:
The initial reporter complained of false positive nitrite results for "all urine samples" tested with the combur 6 urine test strips. All the other parameters on the test strip were negative. The customer used a new vial of test strips and the customer got expected results. No comparison testing was performed at this time.

Manufacturer narrative:
The customer returned a vial containing 18 test strips. The strips showed signs of discoloration. The event is consistent with the vial not being properly closed or kept open too long.